Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.coolflow pump, model #: unknown, serial #: unknown. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added to 0until the biosense webster system is also updated. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation on (B)(6) 2015 with a smart touch bidirectional catheter. The procedure was completed successfully with no patient injury. Approximately a month later, the patient expired due to an esophageal fistula. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event.